Event description:
It was reported that the insulin pump had a crack in the display screen and at the reservoir compartment. The blood glucose reading was 6.7 mmol/l. The caller was unsure how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.